Manufacturer narrative:
The information received by the manufacturer has been re-evaluated for MDR reporting and it was determined that this case does not meet the threshold for reporting and is a non-reportable event. The 4006 error message is not an indication of a product defect. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.

Event description:
It was reported that the device was found to be unable to start up correctly and presented a critical error displaying the message "4006 failure". No patient harmed and no injury reported because this was found during service and repair.